Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A director of imaging reported "we used this biopsy device and on the post procedure mammogram, the radiologist noticed linear/metallic artifact near the clip that was deployed. They believe this came from the biopsy device. Mammotme hydromark placed after biopsy."

Manufacturer narrative:
A comprehensive review of the manufacturing and inspection records for this lot was completed, and no deviations or non-conformances were observed. Although the specific device used in the reported incident was not returned for evaluation, nineteen unopened devices from the same lot were provided and subsequently assessed. Each of these devices was opened and test fired ten times, with no issues identified. The needle sets were then carefully removed and evaluated for proper functionality, all of which operated as intended. Finally, the empty handles were test fired an additional five times to check for potential concerns such as loose components, and no anomalies were found. As the used device was not returned and all nineteen unopened devices from the same lot were thoroughly evaluated with no issues identified, a definitive root cause could not be determined. At this time, no corrective actions are deemed necessary. However, should the used device become available in the future, we would gladly revisit the complaint for further assessment. Additional information provided in h3, h6 and h11.